Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with closurefast catheter, 7f, 100cm. The customer states that the catheter was not noticeably broken when taken out of the package. The doctor was able to insert the catheter into the pt's vein without difficulty. After the first rf ablation, a warning message was displayed on vnus rfg2 screen: "uneven temperature". The doctor removed the catheter from the pt and found the heating element's outer insulation was burned and cracked open revealing the inner coil. Customer then opened a new closurefast catheter to complete the procedure. No pt injury.

Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.